Event description:
It was reported that during a remote data review, it was noted that this device was operating in safety mode. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.